Event description:
On (B)(6) 2020, the lay-user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch select simple meter read inaccurately high compared to his feelings and/or normal readings. The complaint was classified based on the customer service agent (csa) documentation. The patient reported that the alleged meter inaccuracy occurred between (B)(6) 2019 whilst in singapore. The patient reported that around 4 hours after dinner on the evening of (B)(6) 2019, he obtained a blood glucose result of around ¿11.0 mmol/l¿ with the subject meter. In response to the elevated result, the patient claimed he took his usual dose of 750 mg metformin and an additional gliclazide tablet. The patient claimed that in the early hours of (B)(6) 2019, he had a ¿very vivid dream of his dog that seemed real¿ and woke up at 4:45 am ¿sweating, confused and heart beating hard.¿ in response to the symptoms, the patient claimed his wife gave him a spoon of sugar, grapes, orange juice and chocolate biscuits. The patient reported that he felt better after treatment. During troubleshooting, the csa confirmed that the unit of measure was set correctly on the subject meter. The patient informed the csa that he was using expired test strips when he obtained the alleged inaccurate results. Replacement product was sent to the patient. This complaint is being reported because patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after taking extra blood glucose lowering medication based on an alleged inaccurate high result obtained with the subject meter.